Event description:
This following was reported via a clinical study. Patient with new onset of chest discomfort early am post vt ablation procedure ((B)(6) 2023).tee the pericardial effusion is now more clearly circumferential, larger than yesterday . Small rv with hemodynamic effects from the pericardial effusion - worse compared to yesterday. Pericardiocentesis was performed (B)(6) 2023. Per pi: due to rv diagnostic catheter because staff left it in the inferior wall with vt it perforated but flexibility was fine. No tamponade initially next day. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".